Manufacturer narrative:
Date sent to the FDA: 01/15/2020. Additional h-3 summary: received for evaluation one tvt obturator device. The device received was manipulated: the device is incomplete, only the mesh and plastic needles were returned. Each needle is attached to a piece of mesh which look like they were manually cut. Organic substances are visible on the device. The defect seen during the product evaluation is aligned with the defect described in the event description loss of integrity - intra op. The defect identified is not linked to a manufacturing issue. The manufacturing process could not create this defect. No further investigation will be conducted on this complaint due to external cause.

Manufacturer narrative:
(B)(4). A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent a gynecological procedure on 11/18/2019 and the mesh was implanted. During the surgery, the device, when implanted, was 'button-holed' inside of the patient and had to be removed. Another like device was used to complete the procedure. There were no patient consequences reported.